Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh (B)(4) on behalf of the importer (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. The MFR requested the return of the device for further exam. Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
There was no pt in the ceiling lift at the time of the event. The caregiver attempted to lower the spreader bar with the handset, in preparation for the transfer. An unusual noise was heard and the spreader bar went down vertically all the way to the floor, hitting the ground. A second caregiver in the same room saw the spreader fall down rapidly. No injuries were sustained.